Manufacturer narrative:
(B)(4). UDI : (B)(4). Associated products : item#: 00588606410; trabecular metalâ¿¢ posterior stabilized monoblock tibial component; lot#: 63703077. Item#: 42502606802; femur cemented (cr) standard right size 10; lot#: 63932153. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3005751028 - 2020 - 00062, 3007963827 - 2020 - 00138. Still implanted.

Event description:
It has been reported bilateral total knee arthroplasties performed approximately two years ago. At the one year postop visit, the patient reported moderate pain, stiffness with sitting, and some instability in the right knee. No intervention or treatment has been given, and the patient remains satisfied.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d11, g4, g7, h2, h3, h6, h10. Medical records were received, however the complaint cannot be confirmed. Primary operative notes provided states that no intraop complications were seen. Notes also state 2 year rom (right knee) 0-122°, patient not currently using any assistive devices for assistance with ambulation, patient complaints of recurrent right knee effusions. Office notes provided per crf report state that patient had pain, limited rom, instability and trouble in activity of daily living and difficulty ambulating. X-rays were provided but not sent for evaluation as complications such as stiffness an swelling would not be visible on xray and would be better evaluated on MRI. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.